Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to corroded motor home switch and leaking motor oil on motor home switch noted. Unable to perform displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to constant motor error alarms. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error when changing the reservoir. The customer did not recall the blood glucose reading. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.